Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally customer reported experiencing a blood glucose level (bg) below 40 mg/dl, cause was unknown. Customer consumed carbohydrates to address the bg level and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.